Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode ground ring sleeve was dislodged, as well as the silicone overmold was sliced at the straight away. These are believed to have occurred during revision surgery. The photographic imaging inspection confirmed an extruded contact pad. This is believed to have occurred during revision surgery. In addition, broken antenna wires were observed. System lock was lost while manipulating the antenna. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration between some electrical components. This device had broken antenna coil wires. In addition, this device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis and dye penetrant data, it was determined that this device was non-hermetic,and that the root cause of the excessive moisture was a leak through the feedthru seals. Corrective actions were implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittent lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery will be scheduled.